Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that there were significant issues with a pain stimulation implantable pulse generator (ipg). The patient experienced problems with the controller, including incorrect percentage readings, the inability to charge the implant beyond 50%, and random increases in stimulation causing severe pain, including horrific pain down the leg and a sensation of vibrating/burning at the lead site. The stimulation was noted to turn off randomly and had been off for months, leading to a great deal of pain. The patient also reported feeling jolts of electricity and expressed concern that the device might have been "hacked." Additionally, the patient lost 20 lbs in two months, which they attributed to pain and medication use due to the device not addressing their pain. Troubleshooting steps were taken, including removing the battery pack, plugging the controller into the ac power cord, resetting the controller, and connecting the recharger, which confirmed excellent charging. The issue was resolved during one call, with the agent reviewing that everything appeared to be working as intended and instructing the patient to monitor the situation and call back if the issue persisted. However, during a subsequent call, the patient abruptly disconnected before further information could be obtained or clarified.

Manufacturer narrative:
Date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from patient was reports they believe their controller was still hacked and they needed a replacement controller and battery pack. Patient stated they were in pain and the stimulation was turning on and off randomly. The implant battery was low and they were getting a message to recharge the implant.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that they feel an electrical pulsing that they described as 'behind themselves' and this occurred when ins is on or off. They reported that the ins will only charge to 50 or 60% and their percentages are 'off' (meaning they are inaccurate). Caller says system is 'not acting right.'